Manufacturer narrative:
The hill-rom technician found both foot end break/steer casters inoperable. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced both foot end break/ steer casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes at the foot end of the bed would not hold when the brakes were applied. The bed was located at the account in pk 100. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).